Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead cathode and anode conductor coils are fractured approximately 394 mm from the terminal pin. Evaluation of the lead confirmed the fracture location appears to be near the distal end of the suture sleeve tie down site. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited no capture and high, out of range pacing lead impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) asked for lv lead configurations. The field representative retested impedance and got high, out of range measurements in all lv configurations. No further information was received. As of this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained stating that high pacing threshold measurement was also observed on this lv lead. A surgical revision was done where the lead was tested on a pacing system analyzer (psa) and yielded the same out of range measurement. No lead and header connection issue was observed. The lead and device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.